Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the attempted implant of this cardiac resynchronization therapy defibrillator (crt-d), when the patient's chronic right ventricular (rv) defibrillation lead was connected to this device, shock impedance measurements of up to greater than 200 ohms were observed. Defibrillation threshold (dft) testing was performed, which resulted in shock impedance measurements of greater than 125 ohms, as well as a code 1005, indicating an open circuit condition was detected during shock delivery. The lead and device were replaced at that point. No adverse patient effects were reported.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during the attempted implant of this cardiac resynchronization therapy defibrillator (crt-d), when the patient's chronic right ventricular (rv) defibrillation lead was connected to this device, shock impedance measurements of up to greater than 200 ohms were observed. Defibrillation threshold (dft) testing was performed, which resulted in shock impedance measurements of greater than 125 ohms, as well as a code 1005, indicating an open circuit condition was detected during shock delivery. The lead and device were replaced at that point. No adverse patient effects were reported.